Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is damaged. There is a balloon pinhole 9mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending(lad). Following pre-dilatation, a 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed balloon pinhole.